Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that all the keypad buttons were under responsive to user presses. It was also noted that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/01/2015 with the following findings: during the investigation, the original keypad complaint was unable to be duplicated. The keypad was intact and there was no evidence of peeling or damage and all the keys were responsive to user presses. The keypad was removed and there was no evidence of contamination on the key contacts. The pump was opened and there was no evidence of the corrosion near the keypad connector. Unrelated to the original complaint, there was evidence of moisture corrosion in the battery compartment. A leak test was performed and failed, indicating a battery compartment leak. It was noted that there was no moisture on any other parts of the pump.